Manufacturer narrative:
The service evaluation confirmed the customer the customer¿s reported issue as the middle of the bending section cover came or was torn off from being ruptured. Additionally, it was identified that the coating of the insertion tube is peeling off. The scope is leaking at the control body, the angulation is below standard specification due to a stretched angle wires, the protector boot is torn, there is a shadow on the image due to broken image guide bundle, the insertion tube is deformed/wrinkled, the referenced device has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Osh ra 2022/03/17. Customer contact name/title is not provided because the requested data cannot be made available due to restrictions imposed by the ¿law of the people¿s republic of china on the protection of personal information¿. Repair event: osh ra received an email from (B)(6) with the following content: the bending cover fell off. There is no injury or death reported. The facility finished the case with the same device. The fault occurs during reprocessing. It¿s not delayed more than 15 minutes. Intended procedure is breath test the other accessory device is cv-190. After the inspection, the device has been found that: insertion part leaking, bending cover and conical cover damaged, insertion part wrinkled, coating off, shady image, angle reduced. Intake universal code: ssb23-nonpae. Final universal code:ssl1101c,ssb2331a,ssb2241a,ssi3003b,sse5001a,ssb1214a,ssb2232y-pae pae tier: tier 2. In global complaint handling and adverse event reporting: verify the aware date is the same as the notification date on the initiation tab in etq. Update the aware date only if:the event was initially determined to be not reportable and /or unknown and new or additional information is received that changes that determination. In this case, the aware date is changed to the date the new or additional information was received by olympus. Here's the logic of how we determine the aware date. When a fault occurs, the fse would be informed. If the fault or code is pae/ unknown, then the aware date would be the notification date. But in another circumstance, the fault would be determined as nonpae in the first place. Then, when it comes to the inspection phase, as the case determined as pae, the aware date would be the same as the inspection date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 08-mar-2022. In addition, correction to the initial: olympus was notified that during reprocessing from a breath test procedure, the bending cover of the lf-tp tracheal intubation fiberscope fell off. No patient harm, injury or death was reported. The facility finished the procedure with the same device, and was not delayed more than 15 minutes. The device was returned and inspected, and deterioration was found. This report is being submitted for the defect found during device inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, likely cause of the reported event due physical stress. The event can be detected/prevented by following the instructions for use which state: preparation and inspection_ inspection of the endoscope: visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Olympus will continue to monitor field performance for this device.